Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that, prior to use, the console was connected in wireless mode and also connected via wire, and both options did not work. The procedure was completed with another nim vital.

Manufacturer narrative:
D4: serial number information updated. Product analysis (nim4cm01) :the customer's complaint has been confirmed. Power management board is faulty and no connection. The pa tient interface is not being charged; neither wired nor docked. The usb port is physically damaged. The software was upgraded from 1.5.4 to 1.7.5. Applicable imdrf codes: fdm b01, fdr c0208 fdc d1102. Product analysis (nim4cpb1): the customer's reason for return hasn't been confirmed. The device was received in good condition. No anomalies have been found. The software was upgraded from 1.6.4 to 1.7.5. Applicable imdrf codes: fdm b01, fdr c19 fdc d14 d20 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the nim console does not connect with the interface. There was no patient impact related to the event.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: unknown. Nim 4.0 console (product ID: nim4cm01) imdrf codes: fdd a0908, fdm b17, fdr c20 fdc d16 img g02030 nim 4.0 patient interface (product ID: nim4cpb1) imdrf codes: fdd a0908, fdm b17, fdr c20 fdc d16 img g02005 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.